Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and left ventricular (lv) leads were reversed in the cardiac resynchronization therapy de fibrillator (crt-d) header during a device replacement. An inability to capture the left ventricle was observed as the ra lead was in the lv port. The patient was programmed to right ventricular-only pacing as they were too frail to undergo a second procedure at the time. The leads remain in service. No patient complications have been reported as a result of this event.